Event description:
It was reported that the customer experienced elevated blood glucose levels (350 mg/dl). Troubleshooting was performed and pump appears to be functioning as expected. Customer is legally blind and unable to see if air bubbles are in tubing. Customer stated, cold insulin was used to load the cartridge.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.